Event description:
The penta stent was deployed to resolve an acute arterial occlusion which occurred after dilatation with another co's balloon. Four days later sub-acute thrombosis occurred. It is unk if treatment was required; however, because of the date of the event, it will be assumed that additional medical intervention was used to treat the injury. The info contained in this report was captured during a post-market eval conducted outside the us.